Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. A system replacement has been scheduled. At this moment this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. A system replacement has been scheduled. At this moment this device remains in service. No further adverse patient effects were reported. Additional information was received confirming this device was successfully explanted and replaced. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. A system replacement has been scheduled. At this moment this device remains in service. No further adverse patient effects were reported. Additional information was received confirming this device was successfully explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular channel. A system replacement has been scheduled. At this moment this device remains in service. No further adverse patient effects were reported. Additional information was received confirming this device was successfully explanted and replaced.